Event description:
It was reported that the system 9800 would not fluoro during a procedure. System displayed "communication failure". System would not reinitialize and was removed and replaced. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. All main circuit boards were reseated and cables made secure. System booted okay. The system was tested and found to be working as intended and placed back into service.